Event description:
Patient presented to emergency with anterior thigh pain and swelling. Gmrs distal femoral stem broken. Revision of distal femoral gmrs to replace stem.

Manufacturer narrative:
An event regarding stem fracture involving an mrs stem was reported. The event was confirmed based on the photographs provided. Based on the photographs of the explanted mrs stem provided, the stem fractured at the junction of the body and the 8mm stem. Device evaluation was not possible as the device was not returned to stryker. The clinician review of this case indicated that the choice for cemented fixation in this case has reduced available implant diameter further to a level where strength could not be guaranteed for a long service life. There is no evidence for patient-related factors further contributing to the overload condition, the patient was lowbody-weight. Additionally, there is no evidence for device-related factors playing a role in this case even though there is no explant materials analysis available to confirm such. This pi case is not device-related. Review of the device history records indicate that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The root cause of this failure is procedure-related.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient presented to emergency with anterior thigh pain and swelling. Gmrs distal femoral stem broken. Revision of distal femoral gmrs to replace stem.